Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the brachiocephalic artery along with a stent-grafting in the thoracic aortic artery using a px slim delivery microcatheter (px slim). During the procedure, the physician first placed a vascular plug in the brachiocephalic artery and then placed the px slim distal to the vascular plug. The physician then attempted to advance a penumbra coil 400 (pc400) through the px slim; however, the pc400 became stuck inside the px slim while being advanced. Therefore, the px slim and pc400 were removed from the patient and upon inspection, the physician noticed the tip of the px slim was fractured. The physician believes the px slim may have been damaged when passing over the vascular plug. Next, the physician placed a new px slim in the target vessel and was able to re-deploy and detach the previous pc400 without further issues. Thereafter, the procedure was successfully completed using three additional pc400 and the same px slim. The physician performed a manual flush after every coil insertion but did not use a rotating hemostasis valve (rhv). There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the px slim delivery microcatheter (px slim) was kinked approximately 73.0 cm from the hub. The px slim was kinked, stretched, and ovalized in multiple locations from approximately 144.0 cm from the hub to the distal tip. Conclusions: evaluation of the px slim revealed the distal tip of the catheter was extensively damaged. The reported distal tip fracture could not be confirmed, but the px slim distal shaft was kinked, ovalized, and stretched in multiple locations. This damage likely occurred due to forcefully manipulating the px slim against resistance while advancing and retracting the px slim past to the vascular plug. The presence of the vascular plug may have contributed to any resistance experienced while advancing and retracting the px slim. Further evaluation revealed a kink in the px slim catheter shaft. This damage was likely incidental and may have occurred during packaging for return to penumbra facilities. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.